Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead presented high pacing impedances and shock lead impedances. This lead remains in service. Physician is considering changing this lead soon as the pulse generator needs to be exchanged due to a code 1003, indicative for voltage too low for remaining capacity. Additional information revealed that the lead is also exhibiting high pacing threshold measurements, shock and pacing impedances reported to be high within normal limits. No adverse patient effects were reported.